Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that after essure was placed her periods became so incredibly heavy, her cramps were unbearable and she had pain and heaviness in her entire pelvic region. She finally had an uterine ablation performed, and stated that thankfully the periods stopped. However, she still got bloating, cystic acne, strange fluttering feeling in her tubes and her teeth were starting to crumble. She wanted to get essure out of her body. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that her periods became so incredibly heavy that she had to undergo an uterine ablation. The event resolved after the procedure. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (endometrial ablation). A product technical analysis has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 11-sep-2015: ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that her periods became so incredibly heavy that she had to undergo an uterine ablation. The event resolved after the procedure. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (endometrial ablation). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.